Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of pain at the pocket implant site. The implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead and the right atrial (ra) lead were all removed and a new system was implanted from the left side. No further patient complications have been reported as a result of this event.